Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02514. The patient received two leads (from separate lots) as part of his pns system for migraines (off-label). It was reported the patient complained of a shooting pain on his left side when he increased stimulation. Diagnostic testing revealed invalid impedances on all lead contacts for the left lead. It was reported the left lead is not being used by the patient. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.